Event description:
It was reported that during total vaginal hysterectomy procedure, the first firing, a crunching sound was heard. After removing the device, the device fired partially and the staples were malformed. An ec60 was used to complete the case with no pt consequence. The device was discarded.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for evaluation.